Manufacturer narrative:
(B)(4). D10 - medical devices: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells; item# 00630505036; lot# 64875045. Shell porous with cluster holes 50 mm; item# 00620205022; lot# 64724183. Cer option type 1 tpr sleve -6; item# 650-1064; lot# 3053196. Tprlc 133 t1 pps ho 9x137mm; item# 5110409033; lot# 6763068. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right hip total arthroplasty. Subsequently, the patient experienced a dislocation. The hip was successfully reduced in the ed and no further complications have been reported. All initial components remain implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.